Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Four photographs were provided for evaluation. The images were visually inspected and indicate that the sample had been used. They also show that the luer lock (s5401013) was broken from the sample. The defect is confirmed. Although the reported defect was confirmed, the exact root cause could not be determined at this time without the actual sample. The actual defective device is a valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: during the preparation of upstream process, a significant leak was observed outside the class d biosafety cabinet. The sampling system separated into two pieces. There was a substantial loss of product and cells, and a high risk of contamination.